Manufacturer narrative:
The system was examined and the reported event was replicated. The core module was replaced as a preventive measure. The doctor settings were changed back to the required settings. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on july 24, 2012. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to the customer¿s failure to follow the directions for use (dfu). The system was found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the laser lamp was out prior to surgical procedures. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).